Manufacturer narrative:
Additional information: b5, b6, d10. B5: upon follow up, it was reported that the cause of peritonitis was unknown. The same day as event onset, the patient was hospitalized and treated with an amikacin injection (250mg, once daily, intraperitoneal, discontinued), fortum injection (1gm, once daily, intraperitoneal, discontinued and heparin injection (1000iu, once daily, intraperitoneal, discontinued) for the event. It was reported that the patient recovered from the peritonitis event. The patient was discharged from the hospital after three days after admission. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of the peritonitis was not reported. The patient was hospitalized and treated with amikacin injection (250mg, route and frequency was not reported), fortum injection (1gm, route and frequency was not reported) and heparin injection (1000 units, route and frequency was not reported) for the event. The patient outcome was not reported. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.